Event description:
It was reported that the intra-aortic balloon (iab) was inserted sheathless through the left femoral artery. Before connecting the iab to the autocat 2 wave console blood was found in the driveline tubing. The iab was promptly removed from the pt and another successfully inserted. The physician states that the most likely the iab was damaged during the insertion procedure, but he is unable to explain the cause (plaque, kink, central lumen fracture).

Manufacturer narrative:
Follow-up report will be filed if additional becomes available.